Manufacturer narrative:
(B)(6). (B)(4). Approximate age of device ¿ 88 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an intracranial hemorrhage in the right cerebral hemisphere. The patient's symptoms included headache and vomiting. The patient was using warfarin and aspirin at the time of the event. The cause of the event was noted to be device related. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.